Event description:
Additional information received from the patient reported that issue about the stimulator turning off has been resolved. Patient weight was reported as 155 lbs.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6). Product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that for a couple to 3 weeks, it had been taking 3-5 hours to charge (said it didn't used to take that long), the recharging antenna would get hot on the pt's skin, and the caller said the recharger would "cut off" the stimulator (clarified would turn stimulator off, which happened twice). Caller said they didn't put it all together until they talked to the manufacturer representative (rep) and they said the recharger could be the problem. Caller inspected the recharger, but did not see any damage. An email was sent to the repair department to replace the recharger. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulator turning off was not determined. The rep advised the patient to call in for a new charging unit and it was unknown if the issue had been resolved at this time.